Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose of 33mg/dl when he was not wearing a sensor because it ended earlier than expected. Low occurred over the weekend. Since specific event date was not given, the notified date of february 5, 2025 is used as the event date. However, even though there were lows on saturday, (B)(6), and on sunday, (B)(6), the sensor feature was off only on saturday, (B)(6), so the event date is likely (B)(6). Troubleshooting was not done since helpline could not reach the customer. Pump was used at the time of the low on (B)(6) per carelink. Smartguard was not used per carelink. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer reported the sensor was ended early than expected, and also experienced hypoglycemia. The customer reported blood glucose value of 33 mg/dl. The customer called paramedics and the hypoglycemia was treated with juice and food. The event involved products mmt-7040a, mmt-332a, mmt-1884, mmt-387a. Troubleshooting was not performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. It was unknown whether the customer will continue using the devices. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-387a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.